Event description:
The customer reported that the analyzer produced false negative results for two assays. The investigation determined that the cause of the false negative results was due to an instrument malfunction that could also cause false negative results on beta-hcg and ckmb. A field engineer visited the site and installed a software update and performed maintenance on the analyzer. The false negative results were not reported by the laboratory, so there was no pt harm as a result of this malfunction.